Event description:
As reported by the cypress study, the target lesion was located in the mid left anterior descending (lad) coronary artery. The lesion was an in-stent restenosis of 3.5x13mm cypher stent. The lesion was described as type a, 60% stenosed, non-thrombosed, 10mm in length, with no calcification. The reference vessel was 2.5mm in diameter 10mm in length, and non-tortuous. The lesion was pre-dilated with a 2.5x15mm non-cordis balloon catheter and a 2.5x28mm cypher rx stent was implanted at 14atms. A second 2.5x13mm cypher rx stent was implanted overlapping the initial stent at 16atms. Post-dilation was done with an unknown 2.5x13mm balloon catheter at 16atms. Residual stenosis was 0% and pre and post-procedure timi flow was 3. No dissection occurred during the procedure. There was no distal disease left untreated during the index procedure. Healthy tissue to healthy tissue was covered by the stents during the index procedure. The elevated cardiac enzymes after the index procedure were clinically significant. Additional information was received on (B)(4) 2012 via (B)(6). (B)(6) determined that the patient experienced a peri-procedure mi based on the cardiac enzymes.

Manufacturer narrative:
Patient's concomitant medications include: aspirin 325mg, norvasc 5mg, metoprolol 50mg, isosorbide 30mg, antara 130mg, zolpidam 10mg and niaspan 500mg. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00079, 3003742446-2012-00080, and 3003742446-2011-00380.

Manufacturer narrative:
Post adjudication cc: information received from the (B)(4) study indicated that at the time of the index procedure, the patient had in-stent restenosis of a previously implanted cypher stent and during the index procedure the patient experienced an mi. The patient's medical history is significant for angina, positive functional test for ischemia, previous coronary intervention with cypher stent placement, hyperlipidemia, hypertension, smoking, benign prostate hypertrophy, and metabolic syndrome. The target lesion was the mid left anterior descending artery. The lesion was described as an in-stent restenosis of a previously placed 3.5mm x 13mm cypher stent and 60% stenosed. The lesion was pre-dilated with a non-cordis balloon followed by the implant of a 2.5mm x 28mm cypher stent at 14 atms. That was followed by the implant of a 2.5mm x 13mm cypher stent at 16atms, overlapping and distal to the first stent. The stents were post-dilated and the reported residual stenosis was 0%. Of note the ck-mb and the troponin I were slightly elevated post-procedure. The cec adjudication committee ruled this elevated enzyme event as an mi. Nine months after the index procedure, the patient experienced non-stemi related to a new lesion in the mid circumflex that was treated with the implant of a 2.5mm x 18mm cypher stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.